Event description:
Balloon pump was set up on patient, but no waveforms were showing. All connections were double checked to verify proper set up. Balloon line was checked for blood return and flushed but still no waveform.